Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for top assembly batch 6496199 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2007-00127. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, chest pain, shortness of breath and weight gain occurred. The pt's wife reported that her husband has had "chest pain, shortness of breath and weight gain over the last 6 months that had worsened since he heard about the problems with the drug coated stents." Additional info regarding this event is not available.